Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the als 866199 (efficia dfm100 defibrillator monitor) indicating the device experiencing an ECG malfunctioning. The event was outside of use and there was no reported patient nor user harm. Remote service was provided. Available details indicate that the device experienced an ECG malfunctioning. ECG waveforms were not displaying on the defibrillator/monitor. The ECG leadset was inspected and found no physical damage, but the ECG leadset was confirmed to be faulty. Replacement ECG cable was ordered for the customer. Repair for this unit will be conducted once the replacement part has been delivered, the ordered part is currently on back order due to a global product hold. The material ordered 989803160681-efficia 3-lead snap, iec/ECG cable coordinates with the recommended repair of the reported malfunction per the service manual. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The device and faulty component remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty ECG leadset. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was ordered a replacement part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.